Manufacturer narrative:
Analysis found that the inner shaft broke 0.59¿ from the distal face of the inner hub which would have resulted in the reported malfunction. There were striations around the outside diameter of the break point indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area consistent with aggressive use. There were no bends or signs of a concentricity issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that the blade fail during a case, it fell apart at the beginning of the surgery. It looked like it sheared off about 1 inch down on shaft. The procedure was delayed for less than 5 minutes. Hcp got a new blade off the shelf. There was no patient impact.